Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The reporter¿s phone number was incorrect in the initial report. The phone number has been updated from (B)(6). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, jammed and was moving heavily. It was further determined that the trigger was blocked, jammed and was moving heavily. It was observed that the coupling tool side seized, jammed and was moving heavily. It was further determined that the tool coupling was defective and the motor was stiff. It was further determined that the device failed pretest for check power with test bench; (tick motor type), check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function, check the attachment coupling and general condition. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.